Event description:
This lv lead was implanted on (B)(6)2013 and remains implanted at this time. A call was placed to technical services on (B)(6)2018 stating that this lead was exhibiting high out of range pacing impedance measurements greater than 2500 ohms and per daily measurements has been out of range since mid-february. Non-capture at 7.5 volts at 2 milliseconds in lv tip to lv ring configuration. The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).